Event description:
It was reported the device system worked well until 2008 when the pt noticed a painful sensation radiating from below the lead incision site to under the left arm. The sensation could not be attributed to any trauma or position change. The pt turned off the neurostimulator until the device could be checked by a MFR rep. A MFR rep reported the lead is implanted at t6-t7 for low back pain. The rep attempted an impedance check of the electrodes, but the pt felt immediate pain, so the rep turned off the neurostimulator. Group impedances were also very painful. The rep reprogrammed two electrodes (3, 7) to be active. The pt was advised to either wait 3-4 days before trying stimulation again or wait until the next appointment. The rep saw the pt on eight days later. The pt had not tried stimulation since the last visit. Group impedances were checked for several electrode pair and found all within normal limits. The pt was reprogrammed and received good coverage with no painful sensation; however, the pt described a low amplitude stimulation over the same area (just below lead incision and under the left arm).